Manufacturer narrative:
(B)(4). Date sent: 1/15/2020. H2: additional information received: two clips were placed on patient side clips were not preloaded in applier prior to being placed on vessel fired device plastic to plastic patient is ¿fine.¿ no malformation in clips were noted during initial procedure no other issues in device performance were noted during initial procedure surgeon did not recall how many of the clips had come off either the duct or artery during re-operation.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: how many clips were applied patient side during initial procedure? Was each clip loaded off vessel, then placed on vessel during initial procedure? Were there any clip malformation issues noted during initial procedure? Were any other issues with device performance noted during the initial procedure? Was device trigger fired plastic to plastic? During re-operation, was it noted if all clips had come off of the cystic duct and artery from the initial procedure? What is current patient status? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a cholecystectomy procedure, the surgeon reported that she had to bring the patient back to surgery the morning after the original surgery because of a bile leak and bleeding. During the re-operation, the surgeon addressed the bile leak and bleeding from cystic artery. The surgeon commented that the clips from the el5ml came off of the cystic duct and cystic artery. The surgeon noted that during the cholecystectomy, the clips ¿looked¿ like they deployed properly and were not scissored.